Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a diagnostic coronary angiogram procedure using a 6f sheath. Reportedly, the suture failed to deploy properly and came out when pulling the device back after step 3 on the prostyle device. The suture came out of the artery with knot intact. The same occurred with the second prostyle device. A third prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem- revised d09, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. H6: device code 3190- insufficient information was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported this was a closure using the pre-close technique prior to an unspecified procedure. Reportedly, an unspecified failure occurred with two prostyle devices. The method used to achieve hemostasis was not provided. No additional information was provided.